Manufacturer narrative:
(B)(4). Batch # w90v58. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? The reporter was not sure about this. Did the device pass the pre-test? The reporter was not sure about this had the device been working and then stopped? From the reporter¿s understanding, the device was not able to start working with this hand piece. There was no lot no. Reported for this complaint, the lot no. May found from the affected device itself. The handpiece was received with the end cap dislodged from the housing. No functional testing could be performed due to the device receiving condition. Upon visual inspection to the end cap it was observed that the moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the dislodgement of the end cap. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to lose the disposable device from the handpiece. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, "this incident was reported by hospital administrator from the mmd department. He mentioned that the handpiece has been previously sterilized by cssd before reaching him. As he was not notified first hand on the issue, he could not provide me with exact details of the sequence of events. He did, however, mention that the handpiece was found to be faulty before our harmonic device was used on the patient. As such, there were no adverse events caused. They then proceeded to open another handpiece and proceeded as per usual."